Event description:
It was reported that the customer's insulin pump had a long continous beep for two and a half hours. The customer stated there was no alarm and that none of the buttons were working. The customer took the battery out, reinserted the battery and the beeping persisted. The customer's blood glucose was 217 mg/dl. The customer inserted a new battery, which restored the insulin pump to its normal function. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No unexpected error beeps, alarms or frozen display occurred during testing. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratches on window, scratched reservoir tube window, and missing end cap sticker.